Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found the helix/lobe distorted/bent. There is blood in/on the helix/lobe mechanism. Damaged at implant.

Event description:
It was reported that lead placement was initally very difficult and the lead appears to be non-functional after many attempts to extend/retract the helix. No capture, sensing difficulty and positioning difficulty were reported. The lead was not used. There were no patient complications reported as a result of this event.